Event description:
The customer reported that a regrasp alarm was generated while using the device. Another device was used to complete the procedure, but the surgery was delayed more than 30 minutes as a result. There was no pt injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.